Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore, a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu.(B)(4): device not returned for analysis.

Event description:
(B)(4). Same case as 2134265-2009-04101 and 2134265-2009-05598. The patient was enrolled in (B)(6) 2006. A type ii lesion identified in the left carotid artery. The target vessel reference diameter was 8.0mm. The lesion length was 15mm and 50% stenosis as measured by nascet. The target vessel was non tortuous with no calcium present. Thrombus, dissection, ulceration and pseudo-aneurysm were not present. A nexstent with a length of 30mm was successfully placed at the intended site (diameter was not provide). A filterwire ez was used for cerebral protection. Pta was performed using a maverick2 balloon catheter. Hearth rhythm stimulant, vasodilator, atropine 1.0 mg and nootropil 9g was administered during the procedure. Transient ischemic attack (tia) was observed and resolved without residual effects. Residual stenosis was estimated at 0-29%. Post-procedure, the subject was asymptomatic with no reported complications < 24hrs after the procedure. The wallstent was found to be patent with a residual stenosis of 10%. One month follow up visit in (B)(6) 2006, the stent was patent with a residual stenosis of 0%. The patient was asymptomatic with not reported complications since the last visit. Six month and six month follow up visit was not provided. No additional information was reported.